Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device battery impedance had increased and that the device had an unexpectedly short longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.